Event description:
The customer reported the system's left monitor intermittently failed to operate. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor and power supply were replaced and then adjusted. The sys was then found to be operating as intended.